Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a peeled dso seal. The tamper seal was intact. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The device was outside the published specification. It was determined that the cause was due to fluid ingression. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump failed volume test. The event occurred during testing. No patient injury was reported.